Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2007. The patient reported had lost vision due to the development of a cataract and the lens was explanted on (B)(6) 2013. The facility reported the cataract was first noted on (B)(6) 2013 and it was a posterior subcapsular cataract. The cataract was removed and an iol was implanted. The patient's post-op visual acuity was 20/50 and the prognosis was excellent.

Manufacturer narrative:
Method(other): medical review. Results(other): per medical review - reportedly icl was explanted, six years postoperatively, to address decrease in visual acuity due to development of posterior subcapsular cataract (psc). A standard iol was implanted and the patient prognosis was excellent. According to the surgeon, the device did not contribute to the cataract (statement in the dcr form) because it was psc. The posterior subcapsular type of a cataract lies in front of the posterior capsule and is associated with posterior migration of the epithelial cells of the natural lens, therefore it is not related to the icl but to the normal ageing process. Conclusions(other): based on the complaint history, work order search and the medical review, the cause of the event was determined to be due to the normal ageing process, and therefore is not related to the icl. (B)(4)

Manufacturer narrative:
(B)(4). Lens not returned.evaluation:method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).